Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Customer complaint of about low blood results. Customer normally reads 130-140mg/dl. Based on parkes error grid analysis, the bias between the lower result in memory (65) and the normal result (140) is located in zone b/c. No adverse event reported.